Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03993 , related manufacturer reference number: 3006705815-2023-05273. It was reported that the patient was unable to set the system into MRI mode due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced. During the same surgery an unrelated procedure was performed without setting the ipg into surgery mode. As such, ipg became unable to communicate with external devices. In turn, the ipg was also explanted and replaced with a new ipg to address the issue.